Manufacturer narrative:
It was reported that the explanted device was discarded. A review of the device history record revealed no anomalies. Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The company was informed that the pt experienced intermittencies between the implanted device and the external equipment. External equipment was exchanged; but the issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.